Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable followin an unrelated surgical procedure, prior to which the ipg was not set to surgery mode. A manufacturer representative met with the patient and was able to recover the device.